Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the rv lead. Patient was asymptomatic. No other anomalies were reported. Some programming changes were recommended as the noise was too large to program around. Physician opted not to make any programming changes and will extend the detection intervals instead. Patient was stable.